Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, b5. The following sections were corrected: b3-event date changed, b5 - patient revision. Month/year stated changed, the surgeon removed all implants is no longer correct.

Event description:
Patient underwent a revision in (B)(6) 2025. The surgeon replaced the poly due to the recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1, d2a, d2b, d4, d6b, h6. The reason for the clinical symptom of pain reported cannot be conclusively determined or confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 02-010-03-0240 femoral component cr, cemented size (B)(6); 02-012-45-4040 fit tibial tray cemented size 4f/4t (B)(6); 02-012-47-4009 tibial insert cr size 4, 9mm, neutral (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, initial left knee implanted in (B)(6) 2017, underwent a revision procedure in february 2025, approximately 8 years post the initial procedure. The patient presented with pain to the surgeon. The surgeon removed all implants due to osteolysis and implanted a revision knee. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the hospital. No device images were provided. No further information.